Event description:
The user received questionable chemistry panel results for one patient sample. Of the data provided, the results for the ion selective electrode sodium and potassium as well as the creatinine jaffe generation 2 (creatinine) and total protein generation 2 (total protein) were discrepant. The initial results were a sodium of 159 mmol/l, potassium of 5.34 mmol/l, creatinine of 1.22 mg/dl and a total protein of 8.7 g/dl. These results were reported outside the laboratory and were questioned by the physician. On (B)(6) 2011, the user repeated testing on the same sample and the results were a sodium of 137 mmol/l, potassium of 4.69 mmol/l, creatinine of 1.00 mg/dl and a total protein of 7.7 g/dl. Two additional sample tubes from the same venipuncture were tested. The results from the first tube were a sodium of 138 mmol/l, a potassium of 5.20 mmol/l, a creatinine of 1.03 mg/dl and a total protein of 7.3 g/dl. The results from the second tube were a sodium of 138 mmol/l, a potassium of 5.03 mmol/l, a creatinine of 1.13 mg/dl and a total protein of 7.4 g/dl. These results were considered correct and were reported on the corrected report. The patient was not adversely affected. The sodium and potassium electrode lot numbers were not provided. The creatinine reagent lot number was 63093101 and the total protein reagent lot number was 63138001. The field service representative determined the rinse mechanism was misadjusted and adjusted it. To verify the analyzer operation, he ran rinse mechanism checks and quality control. He determined the system was performing within specifications.